Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2014-02208, 02209. It was reported the pt experienced a fall some time ago, and since then her scs ipg feels like it moves around inside the pocket. The pt stated her ipg "will pop in and out of the pocket" and when this occurs it causes discomfort at the ipg site. The pt also indicated the issue causes her to have difficulty communicating with the ipg when using the charger. In addition, the pt stated since the fall she has not had effective stimulation therapy in her right side. Surgical intervention to address the issue may be undertaken at a later date.